Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after 2 weeks of shunt installation, the valve was not working properly. It was stated that it stopped working with pressure 140-160, but only up to 170. The valve was explanted and replaced with another valve. The patient was implanted for triventricular hydrocephalus.